Manufacturer narrative:
The pusher assembly was returned for evaluation broken at approximately 179.9cm from the distal end, but the broken segment was missing. The implant coil was still attached to the pusher assembly. The evaluation could not determine the cause of the event; however, the pusher assembly was found to be bent at approximately 3.8cm and may have contributed to the reported event. During the evaluation, resistance was experienced while pulling on the release wire proximal to the bend, but no resistance was experienced when pulling the release wire distal to the bend. All device are 100% inspected for damages and irregularities during manufacture. (B)(4).

Event description:
During the procedure, it was reported the implant coil could not be detached with the instant detacher. Detachment via manual method (breaking of the hypotube, an alternative detachment method presented in the instructions for use) was also attempted, but without success. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).